Event description:
Eval revealed that the force sensor was physically damaged. There was evidence of visible moisture ingress on the force sensor.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed that the force sensor was physically damaged. There was evidence of visible moisture ingress on the force sensor. Review of the pump history revealed loss of prime warnings associated with zero force. The pump was primed successfully and exercised with no alarms occurring.